Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on removal of an unspecified optical coherence tomography (oct) catheter, resistance with an unk turntrac guide wire was met and the tip of the guide wire unraveled. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. Correction - device code 1528 was removed. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the unspecified optical coherence tomography (oct) catheter, interaction with the oct catheter resulted in the unraveling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the tip of the unk turntrac guide wire unraveled, but there was no difficulty removing the guide wire as initially reported. No additional information was provided.